Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified corrosion on the lcd, inner/outer processor board and rear case tail pins. The reported condition of damaged lcd screen was verified as an intermittent white screen. The device was found out of specification. The cause of the intermittent white screen was determined to be corrosion due to fluid intrusion on the lcd, inner/outer processor board and rear case tail pins. The lcd, inner/outer processor board and rear case were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a damaged lcd screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.